Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their insulin pump may be over delivering. The customer¿s blood glucose level was 66 mg/dl at the time of the incident, and 77 mg/dl at the time of the call. The customer treated the low with orange juice. The customer's pump was on auto mode and they were having lows when they wake up from sleeping. Troubleshooting was not completed as the customer would upload the pump and call back if they went low again. The insulin pump will not be returned for analysis.